Manufacturer narrative:
(B)(4).

Event description:
A motor stall was confirmed in the event logs with no motor stall recovery recorded during initial read of pump. The stall was caused by MRI (magnetic resonance imaging). There were no pt symptoms.